Manufacturer narrative:
The lot number was provided and the lot history review was performed. One device has been returned to bd for evaluation. The investigation is inconclusive for the guidewire falling out of packaging upon opening as the reported event could not be reproduced in the lab. The clear, plastic ends of the protective sheath were detached from both ends. However the investigation is confirmed for frayed and stretched/elongated guidewire as a portion approximately five inches long at one end of the guidewire was separated from the rest of guidewire by the coil unraveling. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 10061 feeding device experienced frayed material. This report was received from one source. There was no patient involvement. Patient age, weight, and gender were not provided.

Manufacturer narrative:
One device has been returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 10061 feeding device experienced frayed material. This report was received from one source. There was no patient involvement. Patient age, weight, and gender were not provided.